Event description:
Technical services received a call on 6/4/12. Calling to report that patient is feeling occasional "zap." Learned that patient has a maximo from medtronic. Caller was referred to medtronic. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).